Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to bot up with a dark display. When using a flashlight you could see the display but the backlight would not illuminate. The power inverter to the backlight was checked and met specification. The liquid crystal display (lcd) that contains the backlight was not working as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer¿s subsidiary, the manufacturer's technical support specialist was consulted and it was determined that the voltages of the board needed to be checked. Between pin two to three the voltage was 2.5 volts (v), pin two to four showed 0v and pin two to five showed 5v. It was determined that the board was the problem. The subsidiary's service engineer will replace the board. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
During field service installation of the device, the service engineer reported that the central control monitor (ccm) backlight did not turn on causing the display to be unreadable. There was no patient involvement.